Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot potentially associated numbers h13k14046 and h14a21073 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Note: the exact product code and lot number are unknown; however, the 510(k) number of the potential product codes and lots received by the clinic/customer are the same. Therefore, the 510(k) was provided. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.this is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.